Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Open reduction periprosthetic fracture right knee, (B)(6) hospital (B)(6) 2018 - patient presented to hospital with fractured femur post farming injury. Open reduction was performed and removal of primary pfc implants and insertion of stemmed pfc tc3 implant performed. Male patient initials (B)(6). Unknown jrn: pfc cvd liner - available for return. Related product: pfc keel tibia; related product: pfc sigma fem.